Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications, product code and lot number. What is physician¿s opinion as to the etiology of or contributing factors to this event how long after the procedure was the hematoma first noted by a physician? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced retropubic hematoma and underwent conservative treatment. Two-three weeks later, the hematoma was drained. The patient has a full recovery with no long term issues and the mesh left in place/insitu. It was also reported that stress urinary incontinence significantly improved. Additional information has been requested.